Event description:
The manufacturer received information alleging a ventilator was alarming for pressure sensor mismatch. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's machine flow sensor and system board were replaced to address the issue. There was evidence of hair, dust/dirt, and tobacco contamination.